Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this pacemaker has a history of atrioventricular block and experienced syncope in serbia in july 2023. A temporary pacing lead was placed then and removed while in serbia. The patient came back home to france and had a follow-up on (B)(6) 2023 to have the device check. The device and leads were functioning properly, but the pacemaker exhibited less than one-year remaining estimated battery life while it was implanted approximately six months ago. Subsequently, the device was explanted and in the operating room, after the pacemaker was removed, the unknown right ventricular (rv) lead did not capture at 5 volts. The unknown manufacturer rv lead was surgically abandoned, and a new rv lead was implanted. Additionally, boston scientific technical services reviewed the available data and indicated there was no clear element that could directly and without any doubts explain why the patient had a syncopal event in july in serbia. As mentioned in the events review, the patient had several fast atrial rates, one pacemaker mediated tachycardia (pmt) event. Both type of events could be symptomatic and possibly cause lightheadedness and or syncope. The data showed no premature battery depletion and the loss of capture with the unknown manufacturer rv lead was observed. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this pacemaker has a history of atrioventricular block and experienced syncope in serbia in (B)(6) 2023. A temporary pacing lead was placed then and removed while in serbia. The patient came back home to france and had a follow-up on (B)(6) 2023 to have the device check. The device and leads were functioning properly, but the pacemaker exhibited less than one-year remaining estimated battery life while it was implanted approximately six months ago. Subsequently, the device was explanted and in the operating room, after the pacemaker was removed, the unknown right ventricular (rv) lead did not capture at 5 volts. The unknown manufacturer rv lead was surgically abandoned, and a new rv lead was implanted. Additionally, boston scientific technical services reviewed the available data and indicated there was no clear element that could directly and without any doubts explain why the patient had a syncopal event in (B)(6) 2023 in serbia. As mentioned in the events review, the patient had several fast atrial rates, one pacemaker mediated tachycardia (pmt) event. Both type of events could be symptomatic and possibly cause lightheadedness and or syncope. The data showed no premature battery depletion and the loss of capture with the unknown manufacturer rv lead was observed. No additional adverse patient effects were reported. The device is expected to return for analysis.